Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks. A visual and tactile examination of the device found damage and a kink to the hypotube laser cut region 1096 mm distal to the distal end of the strain relief. The midshaft extrusion was partially torn at the damage site. No device separation was noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that shaft damage occurred and crossing difficulties were encountered. The stenosed target lesion was located in the left anterior descending artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion due to stent's delivery system was too soft compared to the normal stent. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a partial tear in the midshaft.